Event description:
The customer reported the system displayed a communication error message and locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An extension cable was removed from system. The software was reloaded and the cine drive was reformatted. The system was tested and found to be working as intended and put back into service.